Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenosed lesion was located in a severely tortuous distal right coronary artery. Following a poba, the 38mm x 3.00mm taxus liberte long stent delivery system was advanced to the target lesion, but unable to cross the lesion. Upon removal, stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device code #1059 relates to component code #515. Device code #2524 relates to component code #3038. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).